Manufacturer narrative:
Device evaluation: one solis vip pump was returned for analysis in good condition. The pump was visually inspected, and it was no damage identified and the was no issue noted with the motor. The device passed all the functional test. The issue reported was not confirmed and could not be duplicated.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received that this smiths medical cadd solis vip pump, experienced motor failure. No reported adverse effect.